Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that mini drawer pulled all the way out. A field service engineer (fse) called the customer and walked through adjusting the manual mini drawer releases successfully. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was pull all the way out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.